Manufacturer narrative:
The power cord was replaced and the device was returned to svc. This report will be updated when the serial number is identified.

Event description:
It was reported that plug had been pulled out of the wall by the cord and arced. Another rover was used to complete the procedure. There was no medical intervention required. There was a delay of 5 mins in the procedure.